Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was damaged and the needle hub separated during use. The following information was provided by the initial reporter: material no:328468 batch no: 9294614, it was reported that consumer found bent needles that are bent and tilted to one side. Also, the needle hub separated and stayed inside the shield when the shield was removed. In addition, the flanges are broken or missing from the syringe.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 9294614. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200852357] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle was damaged and the needle hub separated during use. The following information was provided by the initial reporter: material no:328468 batch no: 9294614. It was reported that consumer found bent needles that are bent and tilted to one side. Also, the needle hub separated and stayed inside the shield when the shield was removed. In addition, the flanges are broken or missing from the syringe.